Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('essure device- migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. B93872, b76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2012 and vaginal bleeding. Concurrent conditions included irregular menstruation, vestibulitis, vaginal discharge, vaginal itching, leg pain, body mass index, depression (standardized depression screening: mild to moderate symptoms), cervical pap smear, medial tibial stress syndrome, crying, difficulty sleeping, decreased appetite, hair loss and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, ibuprofen and surgery (removal of essure ,hysteroscopy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the deceive expiration date as per pfs were provided as which right (B)(6) 2016 and left fallopian tube (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, patient demographic ,concurrent condition ,lab data ,essure indication start stop date, expiration date , treatment medication and event migration of essure device location of device: pelvic cavity, weight gain, migraines/headaches were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.